Event description:
It was reported that prior to initial vns implant surgery, the patient coded after undergoing anesthesia. The surgery had not began at that time and no incisions had been made yet. The patient was then transferred to the ICU and the implant surgery was aborted. It was later reported that the patient had recovered from the event. The implant surgery is not known to have occurred to date.

Event description:
The surgeon reported that the he believed the patient coding may be related to the anesthesia medications. Attempts for additional relevant information have been unsuccessful to date.